Event description:
I had mentor saline implants put in 2002. Throughout the years I started having issues with join pain, severe fatigue, headaches, my glands were swollen in my breast for months with severe pain; many drs later, nothing, I found out about bii, and had them removed (B)(6) 2020. All my symptoms went away. These things are toxic and crippling women and something must be done. FDA safety report ID# (B)(4).